Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: during investigation, the audio bolus button cover was found to be missing from the pump. The response of the audio bolus button was not able to be tested due to the missing button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a response issue with the audio bolus button; the audio bolus button was missing/peeling from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.